Event description:
It was reported that the distal tip of the guidewire detached during removal from the dispenser hoop. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned wrapped around itself. The microcatheter used with the guidewire was not returned. Visual inspection did not reveal any damages. During functional testing, the guidewire was introduced and advanced through the a demonstration excelsior sl-10 microcatheter distal end with no resistance. The guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was smooth. No other anomalies were noted. The distal tip detachment could not be confirmed. The device was confirmed to be in good condition prior to use. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the distal tip of the guidewire detached during removal from the dispenser hoop. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.